Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00183.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps would not advance from the starting position within the introducer sheath. Therefore, both ruby coil lps were removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The ruby coil lp was then advanced through the introducer sheath without an issue. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advance through the introducer sheath friction lock with resistance; however, additional resistance was experienced due to the pusher assembly kink, and the ruby coil lp could not advance any further within its introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00183.